Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter phone: the other phone number of the initial reporter: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure. The exact procedure date was unknown. During the procedure, the bands could not be deployed. It was noticed that the bands had rolled up on each other. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.